Event description:
Pt in pulseless electrical activity. Rn taking care of pt had a visible rhythm at bedise and at central station. However, when recording rhythm strips at central station, the strips were blank. The event disclosure saved an alarm of heart rate > 150, but there was no rhythm on the strip report.